Event description:
It was reported that during a device interrogation, the physician noted that a ventricular tachycardia (vt) episode had invalid data when they attempted to view the episode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined this device performed as described in the field action. Concomitant products: product ID 419488 implantable pacing lead, implanted: (B)(6) 2005; product ID 694965 implantable tachy lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analyst noted that there were no issues identified from the data collected. However, the invalid data issue was confirmed in the tech services call.